Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During an unknown procedure on a patient of unknown age and gender, the catheter broke when attempting to lock the catheter. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.